Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump had sticky buttons. The customer also experienced a delivery anomaly. The customer stated that they changed the battery, but the button anomaly persisted. The customer stated that the insulin pump had not been dropped or exposed to moisture. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected bolus anomaly noted. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.